Event description:
Event description cpi received information that this endocardial lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found abrasion on the lead. The physician elected to repair the lead.